Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red open wounds due to pressure marks. The patient is bedridden, has diabetes and kidney failure which has worsened the situation. The patient¿s nurses are tending to the wounds but it was not indicated exactly how. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.